Event description:
A report was received from the user facility that there were several calls regarding falls associated with the use of extratraction shoe covers product. There were no injury or medical intervention. The site expressed concerned of potential liability associated with future incidents. Example given was transport of the transplant patient. Kimberly-clark has no independent knowledge of the event reported above but is relaying the information that was provided by the facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified.

Manufacturer narrative:
Four potential lot numbers were cited by the user facility. These lots were manufactured from april 2006 though february 2007. The shoe cover is coated with a hot melt skid resistant coating. The contract manufacturer has performed the following analyses on various complaint samples related to skid-resistant shoe cover performance: coefficient of friction; glue application; and traction loss. The manufacture site has reinforced machine maintenance, on-line operator and quality inspectors follow the correct shoe covers manufacturing operation, and attention to appropriate hot melt shoe coating.